Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy, with the patient having a syncopal episode during one of the episodes. The shocks were delivered for atrial fibrillation (af). Technical services (ts) was consulted and discussed the af events could be false positives due to the patients premature ventricular contractions (pvc). This device remains in service. No additional adverse patient effects were reported.